Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele. It was reported that following insertion the patient experienced pain, infection, hives, perforation of bladder and bladder problems with scarring to nearby organs. It was reported patient underwent laser lithotripsy and resection of erosion of vaginal mesh in september 2011. It was reported that patient underwent mesh removal on (B)(6) 2012. It was reported patient underwent hip replacement on (B)(6) 2012 for arthritis.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection.